Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level up to 600 mg/dl. Customer had blood glucose level of 465 and 231 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump was not turning on. Customer stated that the insulin pump had failed battery test alarm. The insulin pump will be returned for analysis.